Event description:
Reporter stated that a patient's capillary blood pt level was measured, using the suspect product, with a result of 6.2 inr. Reporter indicated that the patient's blood pt level was immediately retested, using a different strip vial (same lot number) with a result of 5.5 inr. Within minutes, an additional sample was obtained from the same patient and when tested on a laboratory instrument, measured 3.6 inr. Reporter noted that the patient's therapy was not modified based on the values obtained on the suspect device. No patient injury was reported and no treatment was received. Liquid quality control testing was reportedly performed on the system and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.